Event description:
(B)(4). Since I had essure in (B)(6) of 2011 my life has never been the same. About 6 weeks after it was done, I lost all feeling in my left hand side, doctors blamed it on a pinched nerve. I go from have energy to sleeping all the time. My periods are so irregular that I will go months w/o a period and then I will have a period so heavy that I bleed golf ball size clots. I have massive migraines from time to time and certain smells make me sick to my stomach. There are times I will get in the car to drive to work and then end up somewhere else and not know how I got there. I have been in the ER with severe stomach pains and then told we can't find anything wrong-, so they treat it for a kidney infections or uti. My focus and memory are lacking and I am not the happy-go-lucky person I used to be. I have seen 3 doctors now and no one seems to hear me. I feel like I am going crazy inside living in a bubble.